Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer received a questionable result from coaguchek in range meter serial number (B)(4) compared to an unknown laboratory method. At 13:01 the initial result from the meter was 3.0 inr. Within 20 minutes the result from the laboratory method was 2.3 inr. The customer's therapeutic range was 2.0 - 3.0 inr. There was no allegation of an adverse event. The affected products were requested for return. Relevant retention test strips (lot 314043) were tested in comparison with the master lot coaguchek xs pt at roche (B)(4). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation is currently ongoing.

Manufacturer narrative:
The patient returned the meter and strips for investigation. The returned test strips were measured with the returned meter with a high level control sample. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Returned customer material and retention material comply with the specification. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 314043) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Medwatch fields have been updated.